Manufacturer narrative:
Evaluation summary: as returned, the inner and outer cavities exhibit adhesive residue that indicates a heat seal occurred. The inner tyvek lid was not returned, therefore, an evaluation of the lid cannot be performed. All other products from this lot have been distributed without any further reports of this kind. It is not suspected that the device did not meet specifications. Device history records indicated all components were manufactured and inspected to specification. No manufacturing abnormalities could be detected.

Event description:
It was reported that when the outer lid was peeled back from the implant packaging, the inner lid did not appear to be attached. The surgeon was concerned about sterility of the implant, and a different size stem was used to complete the procedure.